Event description:
It was reported by the rep the device was used during a hepatic resection. It was reported the mcl20 clip misformed and would not close on vessel. There was no consequence to the pt.